Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 300 mg/dl. The patient reports the pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. In addition the pod was found to be bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.